Event description:
Allegedly in 2009, the osteotomy still had not healed. The screw broke and the osteotomy shifted.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, a medwatch 3500a was not received from the user facility. The device event code is addressed in the package insert. This is the same event as 1043534-2009-00276. This report will be updated when the investigation is complete.